Event description:
It was reported that 500 syringes 10cc s/t wos sterile water bns were found with illegible scale markings before use. The following information was provided by the initial reporter: "unfortunately, during manufacturing process production personnel detected illegible print in the part number of pn: flx-30005."

Manufacturer narrative:
H.6. Investigation: ten loose 10ml syringes were received and visually evaluated. Part of the print on the barrel was observed to be missing. The affected portion were the words ¿not for injection¿ with the bottom part of the word ¿not¿ missing at an angle on all ten barrels with approximately half of the letters missing. The bottom part of the words ¿for injection¿ were slightly affected on only a few of the barrels while remaining legible. The amount of missing print observed was rejectable per product specification. A potential root cause for the missing print defect is associated with the marker setup. The defect likely occurred when pad roll and/or cylinder were being adjusted. It is possible during marker adjustments the defective product was not properly contained and got mixed with the good product. The defective quantity is likely to be limited and isolated. The aql for missing print is 0.25%. The defective rate identified is 10 out of 428,400, which is 0.0023%. The reported 500 defects could not be confirmed, however defective rate would be 500 out of 428,400 which is 0.12% and within the aql for the batch. DHR was performed. A qn was issued for print issues not directly related to missing print. Marking process was adjusted and product requalified per applicable aql. Batch 0022961 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 syringes 10cc s/t wos sterile water bns were found with illegible scale markings before use. The following information was provided by the initial reporter: "unfortunately, during manufacturing process production personnel detected illegible print in the part number of pn: flx-30005."